Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead failed continuity testing and resistivity testing for one channel. No visible anomalies noted. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt was implanted on (B)(6) 2007 with an scs system. It was reported that while lifting a heavy object, the pt abruptly lost stimulation. It was determined that the lead broke into 2 pieces. The physician made the decision to remove both the lead and the ipg. The pt's lead was explanted and replaced on (B)(6) 2010. The pt is reportedly doing well.